Manufacturer narrative:
Ntaneous case was reported by a lawyer and describes the occurrence of fallopian tube perforation ("both of her fallopian tubes had protruding metal wiring near her cornu/essure perforated her both fallopian tubes"), ovarian perforation ("ovaries removed because one was blue and one was punctured"), adnexal torsion ("ovaries removed because one was blue and one was punctured") and genital haemorrhage ("excessive bleeding") in a 36-year-old female patient who had essure (batch no. 855624,838566) inserted for female sterilization. The occurrence of additional non-serious events is detailed below. The patient's past medical history included psychological disorder nos, multigravida, parity 4 (((B)(6) 1997, (B)(6) 2003, (B)(6) 2005, (B)(6) 2007)), colon cancer (grandmother), tobacco user (approximately half pack per day), alcohol use (one time per month), essential hypertension (mother) and diabetes mellitus (grandmother, grandfather). *no family history of heart disease and hypertension. Previously administered products included for an unreported indication: depo shot from (B)(6) 2011 to (B)(6) 2011 and iud from 2007 to (B)(6) 2011. Concomitant products included ketorolac tromethamine (toradol). On (B)(6) 2011, the patient had essure inserted. In (B)(6) 2011, the patient experienced dyspareunia ("her pain become worse during intercourse"). On an unknown date, the patient experienced fallopian tube perforation (seriousness criteria medically significant and intervention required) with abdominal pain lower and pelvic pain, ovarian perforation (seriousness criteria medically significant and intervention required), adnexal torsion (seriousness criteria medically significant and intervention required), genital haemorrhage (seriousness criterion medically significant), dysmenorrhoea ("heavy and painful menstrual cycles (heavy/painful bleeding)"), menorrhagia ("heavy and painful menstrual cycles (heavy/painful bleeding)"), headache ("headaches"), alopecia ("hair loss"), fatigue ("fatigue"), amnesia ("memory loss"), sleep deficit ("sleep deprivation") and mental disorder ("aggravated psychiatric and /or psychological conditions"). The patient was treated with surgery (laparoscopic-assisted vaginal hysterectomy, bilateral salpingectomy,right oophorectomy). Essure was removed on (B)(6) 2016. At the time of the report, the fallopian tube perforation, ovarian perforation and adnexal torsion outcome was unknown, the genital haemorrhage, dyspareunia, dysmenorrhoea, menorrhagia, headache, alopecia, fatigue, amnesia and sleep deficit had resolved and the mental disorder had not resolved. The reporter considered adnexal torsion, alopecia, amnesia, dysmenorrhoea, dyspareunia, fallopian tube perforation, fatigue, genital haemorrhage, headache, menorrhagia, mental disorder, ovarian perforation and sleep deficit to be related to essure. The reporter commented: plaintiff did not claim allergic to nickel or any other component of essure. Plaintiff did not claim that she experienced a hypersensitivity reaction to nickel or any other component of essure. Diagnostic results (normal ranges are provided in parenthesis if available): blood thyroid stimulating hormone - on an unknown date: 0.64 haemoglobin - on an unknown date: 13.3 approximately in (B)(6) 2011, she underwent essure confirmation test hysterosalpingogram and ultrasound. On (B)(6) 2016, gynecological ultrasound-overall impression: the uterus is retroflexed andnormal in size and morphology. There are no endometrial or myometrial abnormalities identified other than the linear echogenicities in the interstitial segments of the fallopian tubes related to the essure plugs. Normal appearing ovaries with follicles are found bilaterally. There is minimal free fluid in the pelvis. Impression: normal appearing uterus, sip essure. Normal appearing ovaries. On (B)(6) 2016, surgical pathology report - specimen received- uterus, cervix, bilateral fallopian tubes, right ovary clinical information: pelvic pain, menorrhagia operative procedure: laparoscopic-assisted vaginal hysterectomy, with bilateral salpingectomy and right oophorectomy. Gross description: received labeled with the patient¿s name and as ¿uterus, cervix, bilateral fallopian¿ is 136g, 9.5x6.5x4.0 cm uterus with cervix (4.5 and 2.0 cm in diameter with a 0.8 cm os) and bilateral attached fallopian tubes (approximately 8x 0.5 cm each). The serosal surface is pink-tan with some adhesion concentrated near the adnexa. The endocervical canal is unremarkable. The endometrium is pink tan to red and some what thickened. Near the right cornu, the end of an essure wire is seen in the endometrial cavity. Sectioning through the myometrium shows a 0.5 cm intramural myoma with white rubbery cut surface. No definite adenomyosis is identified. The wall measures up to 2.5 cm in thickness. Both fallopian tubes have protruding metallic wires near the cornu, consistent with essure sterilization wires. The disruption of the tubes adjacent to these wires measures up to 0.5 cm and may be artefactual. In the same container is a detached 3.5x2.5x1.8 cm ovary. Sectioning shows several smooth lined cysts containing serous and blood tinged serous fluid, the largest measuring 0.7 cm. Diagnosis: uterus laparoscopic-assisted vaginal hysterectomy endometrium- proliferative phase. Myometrium- leiomyoma, 0.5 cm cervix- no histopathologic abnormality. Adnexa, laparoscopic right oophorectomy and bilateral salpingectomy ovary, right- no histopathologic abnormality. Fallopian tube, right - no histopathologic abnormality (see gross description). Fallopian tube, left - no histopathologic abnormality (see gross description). Most recent follow-up information incorporated above includes: on 25-jun-2018: pfs and medical record received:lot number and reporters added. Incident at the time of reporting, there is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of fallopian tube perforation ("both of her fallopian tubes had protruding metal wiring near her cornu/essure perforated her both fallopian tubes"), ovarian perforation ("ovaries removed because one was blue and one was punctured"), adnexal torsion ("ovaries removed because one was blue and one was punctured") and genital haemorrhage ("excessive bleeding") in a 36-year-old female patient who had essure (batch no. 855624,838566) inserted for female sterilization. The occurrence of additional non-serious events is detailed below. The patient's past medical history included psychological disorder nos, multigravida, parity 4 ((B)(6) 1997, (B)(6) 2003, (B)(6) 2005, (B)(6) 2007)), tobacco user (approximately half pack per day) and alcohol use (one time per month). *no family history of heart disease. Previously administered products included for an unreported indication: depo shot from (B)(6) 2011 to (B)(6) 2011 and iud from 2007 to (B)(6) 2011. Family history included colon cancer (grandmother), essential hypertension (mother) and diabetes mellitus (grandmother, grandfather). Concomitant products included ketorolac tromethamine (toradol). On (B)(6) 2011, the patient had essure inserted. In (B)(6) 2011, the patient experienced dyspareunia ("her pain become worse during intercourse"). On an unknown date, the patient experienced fallopian tube perforation (seriousness criteria medically significant and intervention required) with abdominal pain lower and pelvic pain, ovarian perforation (seriousness criteria medically significant and intervention required), adnexal torsion (seriousness criteria medically significant and intervention required), genital haemorrhage (seriousness criterion medically significant), dysmenorrhoea ("heavy and painful menstrual cycles (heavy/painful bleeding)"), menorrhagia ("heavy and painful menstrual cycles (heavy/painful bleeding)"), headache ("headaches"), alopecia ("hair loss"), fatigue ("fatigue"), amnesia ("memory loss"), sleep deficit ("sleep deprivation") and mental disorder ("aggravated psychiatric and /or psychological conditions"). The patient was treated with surgery (laparoscopic-assisted vaginal hysterectomy, bilateral salpingectomy,right oophorectomy). Essure was removed on (B)(6) 2016. At the time of the report, the fallopian tube perforation, ovarian perforation and adnexal torsion outcome was unknown, the genital haemorrhage, dyspareunia, dysmenorrhoea, menorrhagia, headache, alopecia, fatigue, amnesia and sleep deficit had resolved and the mental disorder had not resolved. The reporter considered adnexal torsion, alopecia, amnesia, dysmenorrhoea, dyspareunia, fallopian tube perforation, fatigue, genital haemorrhage, headache, menorrhagia, mental disorder, ovarian perforation and sleep deficit to be related to essure. The reporter commented: plaintiff did not claim allergic to nickel or any other component of essure. Plaintiff did not claim that she experienced a hypersensitivity reaction to nickel or any other component of essure. Diagnostic results (normal ranges are provided in parenthesis if available): blood thyroid stimulating hormone - on an unknown date: 0.64. Haemoglobin - on an unknown date: 13.3 . Approximately in (B)(6) 2011, she underwent essure confirmation test hysterosalpingogram and ultrasound. On (B)(6) 2016, gynecological ultrasound-overall impression: the uterus is retroflexed andnormal in size and morphology. There are no endometrial or myometrial abnormalities identified other than the linear echogenicities in the interstitial segments of the fallopian tubes related to the essure plugs. Normal appearing ovaries with follicles are found bilaterally. There is minimal free fluid in the pelvis. Impression: normal appearing uterus, sip essure. Normal appearing ovaries. On 10-may-2016, surgical pathology report - specimen received- uterus, cervix, bilateral fallopian tubes, right ovary clinical information: pelvic pain, menorrhagia operative procedure: laparoscopic-assisted vaginal hysterectomy, with bilateral salpingectomy and right oophorectomy. Gross description: received labeled with the patient¿s name and as ¿uterus, cervix, bilateral fallopian¿ is 136g, 9.5x6.5x4.0 cm uterus with cervix (4.5 and 2.0 cm in diameter with a 0.8 cm os) and bilateral attached fallopian tubes (approximately 8x 0.5 cm each). The serosal surface is pink-tan with some adhesion concentrated near the adnexa. The endocervical canal is unremarkable. The endometrium is pink tan to red and some what thickened. Near the right cornu, the end of an essure wire is seen in the endometrial cavity. Sectioning through the myometrium shows a 0.5 cm intramural myoma with white rubbery cut surface. No definite adenomyosis is identified. The wall measures up to 2.5 cm in thickness. Both fallopian tubes have protruding metallic wires near the cornu, consistent with essure sterilization wires. The disruption of the tubes adjacent to these wires measures up to 0.5 cm and may be artefactual. In the same container is a detached 3.5x2.5x1.8 cm ovary. Sectioning shows several smooth lined cysts containing serous and blood tinged serous fluid, the largest measuring 0.7 cm. Diagnosis: uterus laparoscopic-assisted vaginal hysterectomy endometrium- proliferative phase. Myometrium- leiomyoma, 0.5 cm cervix- no histopathologic abnormality. Adnexa, laparoscopic right oophorectomy and bilateral salpingectomy ovary, right- no histopathologic abnormality. Fallopian tube, right - no histopathologic abnormality (see gross description). Fallopian tube, left - no histopathologic abnormality (see gross description). Batch number: 838566 exp date:2014/03, man date:2011/03; batch number: 855624 exp date:2014/04, man date:2011/04. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 21-aug-2018: quality safety evaluation of ptc (product technical complaint) incident at the time of reporting, there is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of fallopian tube perforation ('both of her fallopian tubes had protruding metal wiring near her cornu/essure perforated her both fallopian tubes'), ovarian perforation ('ovaries removed because one was blue and one was punctured'), adnexal torsion ('ovaries removed because one was blue and one was punctured') and genital haemorrhage ('excessive bleeding') in a 36-year-old female patient who had essure (batch no. 855624,838566) inserted for female sterilization. The occurrence of additional non-serious events is detailed below. The patient's medical history included psychological disorder nos, multigravida, parity 4 (B)(6) 1997, (B)(6) 2003, (B)(6) 2005, (B)(6) 2007, tobacco user (approximately half pack per day) and alcohol use (one time per month). *no family history of heart disease. Previously administered products included for an unreported indication: depo shot from may 2011 to july 2011 and iud from 2007 to may 2011. Family history included colon cancer (grandmother), essential hypertension (mother) and diabetes mellitus (grandmother, grandfather). Concomitant products included ketorolac tromethamine (toradol). On (B)(6) 2011, the patient had essure inserted. In october 2011, the patient experienced dyspareunia ("her pain become worse during intercourse"). On (B)(6) 2016, the patient experienced eructation ("I keep belching and let out small air bubbles") and flatulence ("I'm in so much pain, I think its gas cause I can feel it moving"), 4 years 9 months after insertion of essure. On an unknown date, the patient experienced fallopian tube perforation (seriousness criteria medically significant and intervention required) with abdominal pain lower and pelvic pain, ovarian perforation (seriousness criteria medically significant and intervention required), adnexal torsion (seriousness criteria medically significant and intervention required), genital haemorrhage (seriousness criterion medically significant), dysmenorrhoea ("heavy and painful menstrual cycles (heavy/painful bleeding)"), menorrhagia ("heavy and painful menstrual cycles (heavy/painful bleeding)"), headache ("headaches"), alopecia ("hair loss"), fatigue ("fatigue"), amnesia ("memory loss"), sleep deficit ("sleep deprivation") and mental disorder ("aggravated psychiatric and /or psychological conditions"). The patient was treated with surgery (laparoscopic-assisted vaginal hysterectomy, bilateral salpingectomy,right oophorectomy). Essure was removed on (B)(6) 2016. At the time of the report, the fallopian tube perforation, ovarian perforation, adnexal torsion, eructation and flatulence outcome was unknown, the genital haemorrhage, dyspareunia, dysmenorrhoea, menorrhagia, headache, alopecia, fatigue, amnesia and sleep deficit had resolved and the mental disorder had not resolved. The reporter considered adnexal torsion, alopecia, amnesia, dysmenorrhoea, dyspareunia, eructation, fallopian tube perforation, fatigue, flatulence, genital haemorrhage, headache, menorrhagia, mental disorder, ovarian perforation and sleep deficit to be related to essure. The reporter commented: plaintiff did not claim allergic to nickel or any other component of essure. Plaintiff did not claim that she experienced a hypersensitivity reaction to nickel or any other component of essure. On (B)(6) 2016 she posted in social media that she was in so much pain, she thought it was gas cause she culd feel it moving, she kept belching and let out small air bubbles . Diagnostic results (normal ranges are provided in parenthesis if available): blood thyroid stimulating hormone - on an unknown date: results: 0.64. Haemoglobin - on an unknown date: results: 13.3. Diagnostic results: approximately in oct2011, she underwent essure confirmation test hysterosalpingogram and ultrasound. On (B)(6) 2016, gynecological ultrasound-overall impression: the uterus is retroflexed andnormal in size and morphology. There are no endometrial or myometrial abnormalities identified other than the linear echogenicities in the interstitial segments of the fallopian tubes related to the essure plugs. Normal appearing ovaries with follicles are found bilaterally. There is minimal free fluid in the pelvis. Impression: normal appearing uterus, sip essure. Normal appearing ovaries. On (B)(6) 2016, surgical pathology report - specimen received- uterus, cervix, bilateral fallopian tubes, right ovary clinical information: pelvic pain, menorrhagia operative procedure: laparoscopic-assisted vaginal hysterectomy, with bilateral salpingectomy and right oophorectomy. Gross description: received labeled with the patient¿s name and as ¿uterus, cervix, bilateral fallopian¿ is 136g, 9.5x6.5x4.0 cm uterus with cervix (4.5 and 2.0 cm in diameter with a 0.8 cm os) and bilateral attached fallopian tubes (approximately 8x 0.5 cm each). The serosal surface is pink-tan with some adhesion concentrated near the adnexa. The endocervical canal is unremarkable. The endometrium is pink tan to red and some what thickened. Near the right cornu, the end of an essure wire is seen in the endometrial cavity. Sectioning through the myometrium shows a 0.5 cm intramural myoma with white rubbery cut surface. No definite adenomyosis is identified. The wall measures up to 2.5 cm in thickness. Both fallopian tubes have protruding metallic wires near the cornu, consistent with essure sterilization wires. The disruption of the tubes adjacent to these wires measures up to 0.5 cm and may be artefactual. In the same container is a detached 3.5x2.5x1.8 cm ovary. Sectioning shows several smooth lined cysts containing serous and blood tinged serous fluid, the largest measuring 0.7 cm. Diagnosis: uterus laparoscopic-assisted vaginal hysterectomy endometrium- proliferative phase. Myometrium- leiomyoma, 0.5 cm cervix- no histopathologic abnormality. Adnexa, laparoscopic right oophorectomy and bilateral salpingectomy ovary, right- no histopathologic abnormality. Fallopian tube, right - no histopathologic abnormality (see gross description). Fallopian tube, left - no histopathologic abnormality (see gross description). Batch number: 838566 exp date:2014/03 man date:2011/03 . Batch number: 855624 exp date:2014/04 man date:2011/04 . Quality-safety evaluation of ptc: unable to confirm complaint . Most recent follow-up information incorporated above includes: on 12-nov-2019: with follow up (social media posting of 12-may-2016) received on 12-nov-2019 it was detected that this record is a duplicate to record # us-bayer-2019-207222 which will be deleted after all information was transferred to this record # us-bayer-2016-214690 which will be retained. New: social media reporter was added. New events added: flatulence, eruction. Incident : we received a lot number in this case. A technical investigation will be conducted, including a batch review, and a review of complaint records and other non-conformances data; should any new and reportable information become available as a result, this will be provided in a supplementary report.

Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of fallopian tube perforation ("both of her fallopian tubes had protruding metal wiring near her cornu/essure perforated her both fallopian tubes"), ovarian perforation ("ovaries removed because one was blue and one was punctured"), adnexal torsion ("ovaries removed because one was blue and one was punctured") and genital haemorrhage ("excessive bleeding") in a (B)(6) female patient who had essure inserted. The occurrence of additional non-serious events is detailed below. The patient's past medical history included psychological disorder nos, multigravida, parity 4 ((B)(6) 1997, (B)(6) 2003, (B)(6) 2005, (B)(6) 2007)), colon cancer (grandmother), tobacco user (approximately half pack per day), alcohol use (one time per month), essential hypertension (mother) and diabetes mellitus (grandmother, grandfather). *no family history of heart disease and hypertension. Previously administered products included for an unreported indication: depo shot from (B)(6) 2011 and iud from 2007 to (B)(6) 2011. Concomitant products included ketorolac tromethamine (toradol). On (B)(6) 2011, the patient had essure inserted. In (B)(6) 2011, the patient experienced dyspareunia ("her pain become worse during intercourse"). On an unknown date, the patient experienced fallopian tube perforation (seriousness criteria medically significant and intervention required) with abdominal pain lower and pelvic pain, ovarian perforation (seriousness criteria medically significant and intervention required), adnexal torsion (seriousness criteria medically significant and intervention required), genital haemorrhage (seriousness criterion medically significant), dysmenorrhoea ("heavy and painful menstrual cycles (heavy/painful bleeding)"), menorrhagia ("heavy and painful menstrual cycles (heavy/painful bleeding)"), headache ("headaches"), alopecia ("hair loss"), fatigue ("fatigue"), amnesia ("memory loss"), insomnia ("sleep deprivation") and mental disorder ("aggravated psychiatric and /or psychological conditions"). The patient was treated with surgery (laparoscopic-assisted vaginal hysterectomy, bilateral salpingectomy,right oophorectomy) on (B)(6) 2016). Essure was removed on (B)(6) 2016. At the time of the report, the fallopian tube perforation, ovarian perforation and adnexal torsion outcome was unknown, the genital haemorrhage, dyspareunia, dysmenorrhoea, menorrhagia, headache, alopecia, fatigue, amnesia and insomnia had resolved and the mental disorder had not resolved. The reporter considered adnexal torsion, alopecia, amnesia, dysmenorrhoea, dyspareunia, fallopian tube perforation, fatigue, genital haemorrhage, headache, insomnia, menorrhagia, mental disorder and ovarian perforation to be related to essure. The reporter commented: plaintiff did not claim allergic to nickel or any other component of essure. Plaintiff did not claim that she experienced a hypersensitivity reaction to nickel or any other component of essure. Diagnostic results (normal ranges are provided in parenthesis if available): blood thyroid stimulating hormone - on an unknown date: 0.64. Haemoglobin - on an unknown date: 13.3. Approximately in (B)(6) 2011, she underwent essure confirmation test hysterosalpingogram and ultrasound. Family history: mother with the cancer and she thinks it may be of the uterus. Pap smear performed in march of this year was normal with a (B)(6). On (B)(6) 2016, surgical pathology report - specimen received- uterus, cervix, bilateral fallopian tubes, right ovary clinical information: pelvic pain, menorrhagia. Operative procedure: laparoscopic-assisted vaginal hysterectomy, with bilateral salpingectomy and right oophorectomy. Gross description: received labeled with the patient¿s name and as ¿uterus, cervix, bilateral fallopian¿ is 136g, 9.5x6.5x4.0 cm uterus with cervix (4.5 and 2.0 cm in diameter with a 0.8 cm os) and bilateral attached fallopian tubes (approximately 8x 0.5 cm each). The serosal surface is pink-tan with some adhesion concentrated near the adnexa. The endocervical canal is unremarkable. The endometrium is pink tan to red and some what thickened. Near the right cornu, the end of an essure wire is seen in the endometrial cavity. Sectioning through the myometrium shows a 0.5 cm intramural myoma with white rubbery cut surface. No definite adenomyosis is identified. The wall measures up to 2.5 cm in thickness. Both fallopian tubes have protruding metallic wires near the cornu, consistent with essure sterilization wires. The disruption of the tubes adjacent to these wires measures up to 0.5 cm and may be artefactual. In the same container is a detached 3.5x2.5x1.8 cm ovary. Sectioning shows several smooth lined cysts containing serous and blood tinged serous fluid, the largest measuring 0.7 cm. Diagnosis: uterus laparoscopic-assisted vaginal hysterectomy. Endometrium- proliferative phase. Myometrium- leiomyoma, 0.5 cm cervix- no histopathologic abnormality. Adnexa, laparoscopic right oophorectomy and bilateral salpingectomy ovary, right- no histopathologic abnormality. Fallopian tube, right - no histopathologic abnormality (see gross description). Fallopian tube, left - no histopathologic abnormality (see gross description). On an unspecified date, cytology specimen type cervical/endocervical thin prep pap test- statement of specimen adequacy: satisfactory for interpretation endocervical/transformation zone component present case screened using computer assisted imaging technology. General categorization: negative for intraepithelial lesion or malignancy interpretation: fungal organism morphologically consistent with candida species. Specimen sent or (B)(6) testing per physician order. Clinical data: (B)(6) were not detected. Clinical diagnosis and history: the pap test is a screening test used to aid in the detection of cervical cancer and its precursors. It should not be the sole means by which malignant and premalignant lesion are diagnosed. Both false negative and false positive results may occur. It also has poor sensitivity for the detection of endometrial lesions and should not be used to evaluate suspected endometrial abnormalities. For these reasons it is most important to obtain pap tests at regular intervals, as recommended. On (B)(6) 2016, gynecological ultrasound-overall impression: the uterus is retroflexed and normal in size and morphology. There are no endometrial or myometrial abnormalities identified other than the linear echogenicities in the interstitial segments of the fallopian tubes related to the essure plugs. Normal appearing ovaries with follicles are found bilaterally. There is minimal free fluid in the pelvis. Impression: normal appearing uterus, sip essure. Normal appearing ovaries. Most recent follow-up information incorporated above includes: on 15-nov-2017: plaintiff fact sheet and medical record received- all relevant medical history, concurrent condition, family history, concomitant medication and lab test were added, start date and stop date of drug updated, events persistent and severe lower abdominal pain (severe and sharp, pain become worse over time/ severe and persistent pain. Her pain become worse during intercourse and her partner complaint of something sticking/scratching him during intercourse),both of her fallopian tubes had protruding metal wiring near her cornu, ovaries removed because one was blue and one was punctured, heavy and painful menstrual cycles (heavy/painful bleeding), essure perforated her both fallopian tubes, excessive bleeding, sleep deprivation, headaches, hair loss, persistent and severe lower pelvic pain, fatigue and memory loss. Essure legal manufacture has changed from bayer healthcare, llc, (B)(4) to bayer pharma (B)(4), and this report is being submitted as a follow up to a previous report submit incident. No lot number or sample available for investigation. There is no evidence that a device related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.